Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation confirmed the occurrence of system fault (sf218) in the returned device. It was determined that the sf218 error message was due to a software upgrade failure. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf218) indicating a main board error. There was no patient injury reported as a result of this incident.